Event description:
Home pt (hp) contacted baxter's technical service center for assistance during dwell 2/4 of apd therapy. Reportedly, the hp's transfer set became separated from their peritoneal dialysis catheter. At the time of the call, the hp had reconnected the transfer set to the catheter adapter. Baxter's technician assisted the hp in discontinuing therapy at that time and recommended the hp contact their healthcare professional for follow up. Follow up with the hp's rn indicated they were contacted and that they advised the hp to place a clamp on the catheter and to come to the clinic in the morning. The following morning the pt received a transfer set change and was treated with ip vancomycin 1gm. Via a manual exchange. Per rn, the transfer set had been in use for five months. No pt injury resulted from the reported incident, per rn.